Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. Patient information could not be obtained due to country privacy laws.â â  legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in loss of ventilation during a case. There was no patient injury.

Manufacturer narrative:
Additional information was received that the complaint was reported in error. There was no loss of ventilation alleged.